Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pelvic pain (severe)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and shock haemorrhagic ("hemorrhagic shock") in a 34-year-old female patient who had essure (ess205) (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 (B)(6) 2001)) and spontaneous abortion. Previously administered products included for contraception: depo provera. Past adverse reactions to the above products included diabetes mellitus with depo provera. Concurrent conditions included overweight, sweaty, lethargic, diaphoresis, abdominal distension, dizziness, haemorrhage intraperitoneal, intestinal obstruction, hemoperitoneum, hypotension, pregnancy test urine, hysterosalpingogram, diabetes mellitus and hemostasis. Concomitant products included insulin since december 2017 for diabetes, levothyroxine sodium (levothyroxin) since december 2017 for thyroid disorder as well as metformin hydrochloride (metformin ER) from 2015 to 2018 and sitagliptin phosphate (januvia) since 2017. In july 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), shock haemorrhagic (seriousness criterion medically significant), abdominal pain ("pain severe abdominal pain"), nausea ("mild nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy and irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("low right side abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criterion medically significant) and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy on (B)(6) 2009 and right salpingectomy on (B)(6) 2010) and surgery (left salpingectomy on (B)(6) 2009 and right salpingectomy on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, shock haemorrhagic, vaginal haemorrhage, menorrhagia, anaemia and abdominal pain lower outcome was unknown and the abdominal pain and nausea outcome was unknown. The reporter provided no causality assessment for ruptured ectopic pregnancy with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anaemia, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic pain, shock haemorrhagic and vaginal haemorrhage to be related to essure (ess205). The reporter commented: intraperitoneal bleeding from ruptured ectopic or other source, ileus, intestinal obstruction or perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion pregnancy test - on (B)(6) 2009: positive on (B)(6) 2009, findings revealed ruptured ectopic pregnancy was found at the ampulla of the left salpinx. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; ectopic pregnancy, abdominal pain,nausea and ruptures ectopic pregnancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("pelvic pain (severe)"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and shock haemorrhagic ("hemorrhagic shock") in a 34-year-old female patient who had essure (ess205) (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 (((B)(6) 2001)) and spontaneous abortion. Previously administered products included for contraception: depo provera. Past adverse reactions to the above products included diabetes mellitus with depo provera. Concurrent conditions included overweight, sweaty, lethargic, diaphoresis, abdominal distension, dizziness, haemorrhage intraperitoneal, intestinal obstruction, hemoperitoneum, hypotension, pregnancy test urine, hysterosalpingogram, diabetes mellitus and hemostasis. Concomitant products included insulin since december 2017 for diabetes, levothyroxine sodium (levothyroxin) since (B)(6) 2017 for thyroid disorder as well as metformin hydrochloride (metformin ER) from 2015 to 2018 and sitagliptin phosphate (januvia) since 2017. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), shock haemorrhagic (seriousness criterion medically significant), abdominal pain ("pain severe abdominal pain"), nausea ("mild nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy and irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("low right side abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criterion medically significant) and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy on (B)(6) 2009 and right salpingectomy on (B)(6) 2010) and surgery (left salpingectomy on (B)(6) 2009 and right salpingectomy on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, shock haemorrhagic, vaginal haemorrhage, menorrhagia, anaemia and abdominal pain lower outcome was unknown and the abdominal pain and nausea outcome was unknown. The reporter provided no causality assessment for ruptured ectopic pregnancy with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anaemia, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic pain, shock haemorrhagic and vaginal haemorrhage to be related to essure (ess205). The reporter commented: intraperitoneal bleeding from ruptured ectopic or other source, ileus, intestinal obstruction or perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion pregnancy test - on (B)(6) 2009: positive on (B)(6) 2009, findings revealed ruptured ectopic pregnancy was found at the ampulla of the left salpinx. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; ectopic pregnancy, abdominal pain,nausea and ruptures ectopic pregnancy . Most recent follow-up information incorporated above includes: on 25-apr-2018: fup 4 and fup 5 processed together. New event added- ruptured ectopic pregnancy. On 15-may-2018: fup 4 and fup 5 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) (batch no. 626919) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (in 2009, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 13-feb-2018: new repoter and lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and shock haemorrhagic ("hemorrhagic shock") in a female patient who had essure (ess205) (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1 (((B)(6) 2001)) and spontaneous abortion. Previously administered products included for contraception: depo provera. Past adverse reactions to the above products included diabetes mellitus with depo provera. Concurrent conditions included overweight, sweaty, lethargic, diaphoresis, abdominal distension, dizziness, haemorrhage intraperitoneal, intestinal obstruction and hypotension. Concomitant products included insulin since (B)(6) 2017 for diabetes, levothyroxine sodium (levothyroxin) since (B)(6) 2017 for thyroid disorder as well as metformin from 2015 to 2018 and sitagliptin phosphate (januvia) since 2017. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), shock haemorrhagic (seriousness criterion medically significant), abdominal pain ("pain severe abdominal pain"), nausea ("mild nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy and irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("low right side abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (essure removed / removal of my tubes). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, shock haemorrhagic, vaginal haemorrhage, menorrhagia, anaemia and abdominal pain lower outcome was unknown and the abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic pain, shock haemorrhagic and vaginal haemorrhage to be related to essure (ess205). The reporter commented: intraperitoneal bleeding from ruptured ectopic or other source, ileus, intestinal obstruction or perforation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Pregnancy test - on (B)(6) 2009: positive . Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new events, "pain severe abdominal pain, mild nausea, hemorrhagic shock, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic pain (severe), anemia, low right side abdominal" were added. New reporter were added. Product explant date was updated. Historical and concomitant conditions and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (in 2009, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure (ess205). Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.